Event description:
It was reported that the (B)(4) start button was pressed and the alarm silence was activated. There was no pt injury reported. (B)(4).

Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a field safety corrective action on 06/04/2010 to address this problem. No pt deaths or injuries have been reported. As a result of this condition.